Manufacturer narrative:
Concomitant medical products: c4tr01 crtd, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from a funeral home. A cause of death of cardiac pulmonary arrest with an underlying cause of severe sepsis - etiology unknown was provided.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.